Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed replacement and planned to use a multiple daily injection as a backup therapy.